Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated error alerts consistent with consecutive stalled motor behavior, and a replacement device was arranged with instructions provided for shutdown, return, and data handling. Symptoms included no reported impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use as appropriate. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.